Manufacturer narrative:
This report is being submitted as follow up no. 1 to update , and to provide the completed investigation results. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be confirmed. The likely root cause is the application of off-axis forces on the hemostasis sheath while inserting the carrier tube assembly into the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when the angio-seal device was inserted into the insertion sheath, resistance was felt. A slight kink was observed on the tip of the insertion sheath. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was avm. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.